Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve and an issue with no ECG on all channels occurred. It was reported that there was noise displayed on all intracardiac and ECG signals, on the carto 3 and recording system, after connecting the octaray catheter to the piu. The cable was replaced without resolution. The spu was rebooted without resolution. The octaray catheter was replaced, and the issue resolved. The procedure continued. No adverse patient consequence was reported. The issue with no ECG on all channels is MDR reportable.

Manufacturer narrative:
The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, electrical test and magnetic sensor functionality test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the device. An electrical test was performed on the catheter, and it was found within specifications. No electrical issues were found. A manufacturing record evaluation was performed for the finished device 30926260l number, and no internal actions related to the reported complaint condition were identified. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).